Manufacturer narrative:
Upon further review, bard medical/bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the intensive care unit nurse was attempting to fill the arctic sun device, but it would not take in the water. She stated that the device had alerted that it needed water. While troubleshooting with ms&s, the nurse saw that the fluid delivery line was not fully seated and the silver lever was not fully closed. Once she closed the lever, the device started to fill. The nurse was asked if she had emptied the pads prior to filling and she had not. Ms&s advised the nurse to stop and empty the pads. The water level was at 5. The nurse was walked through draining 500ml of water from the right drain port and restarted therapy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the intensive care unit nurse was attempting to fill the arctic sun device, but it would not take in the water. She stated that the device had alerted that it needed water. While troubleshooting with ms&s, the nurse saw that the fluid delivery line was not fully seated and the silver lever was not fully closed. Once she closed the lever, the device started to fill. The nurse was asked if she had emptied the pads prior to filling and she had not. Ms&s advised the nurse to stop and empty the pads. The water level was at 5. The nurse was walked through draining 500ml of water from the right drain port and restarted therapy.